Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample (a) was tested for accu tni and a result of 0.02ng/ml was obtained. A few hours later the customer collected a fresh sample (b) from the patient and tested for accu tni; the result was 0.52ng/ml. The accu tni result was reported out of the lab. On the same day, the customer re-tested sample b for accu tni and the repeated result was 0.01ng/ml. On the next day, sample b was re-centrifuged and re-tested for accu tni twice. The repeated results were: 0.02ng/ml and 0.01ng/ml. In addition, sample b was also tested on a bench top analyzer and a negative accu tni result was obtained. (Type of analyzer and result was not provided) the customer did not report any patient injury or death attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications before the event. System check performed on 01/19/2007 passed. The specimens were collected in 13x100, bd lithium heparin tubes with gel and centrifuged at 3,500 rpm for 6 minutes. The customer is not sure if the sample was inverted properly. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed diagnostic and precision testing; all results passed within specifications. The fse discussed with the customer to verify if collection tubes are properly mixed at the time of draw. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.